Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the customer swapped generator from a different system to get it going before fse arrived. Fse moved the swapped generator back to its original location. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The iesu has been returned and evaluated by fa. Fa investigation confirmed and reproduced the customer reported issue. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error on the generator machine. It was stated they had a message activation had been interrupted c-00/c-34. The technical support engineer (tse) recommended customer reboot the generator. Also, tse recommended swapping to their other p11 vision side cart (vsc) or if they have a valley lab force triad as a backup generator. The customer stated they swapped just the generator boxes from the vscs. The procedure was completing as planned with no indication of patient injury.